Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was received for analysis. Unit returned in a generic plastic bag. The unit returned has tip bent. The device has its distal section kinked. The overall length, the outer diameter of distal tip, middle of the device and proximal section were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. An xch/035/260 (bx/5) amplatz super stiff¿ guide wire was advanced to cross the lesion. However, the physician noted after several passed with balloons over the wire, the coating was coming off the wire. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. An xch/035/260 (bx/5) amplatz super stiff¿ guide wire was advanced to cross the lesion. However, the physician noted after several passed with balloons over the wire, the coating was coming off the wire. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. Unit returned in a generic plastic bag. The unit returned has tip bent. The device has its distal section kinked. The overall length, the outer diameter of distal tip, middle of the device and proximal section were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. An xch/035/260 (bx/5) amplatz super stiff¿ guide wire was advanced to cross the lesion. However, the physician noted after several passed with balloons over the wire, the coating was coming off the wire. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.